Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level went up to 513 mg/dl. The customer was slightly nauseous. He was hospitalized 45 years ago when he first was diagnosed with diabetes. However, the customer was not on the insulin pump. The customer treated his blood glucose level with the insulin pump when his blood glucose level was 406 mg/dl. The device was not returned.